Event description:
A revision of the jts proximal tibial inner shaft (c23-456) was requested to change out the poly, axial pin, and bushings due to an alleged infection.

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.